Event description:
It was reported by the rep that the (1) tsw45 was used during a laparoscopic bowel procedure. It was reported that upon the initial firing of the device, the gun locked and would not engage the firing handle after activating the closing handle. The case was completed with another instrument with no further incident. There was no pt consequence.